Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a approved service provider. The customer's report was observed during testing. However, the reported problem could not be duplicated. A replacement smart pneumatic module kit was sent to the approved service provider. Analysis of reports of this type has not identified an increase in trend.